Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch select meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported he obtained alleged high readings of "168 and 157 mg/dl" with the subject meter that began on the morning of (B)(6) 2011. The patient claimed he manages his diabetes with insulin. At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. On an unspecified date/time, the patient reportedly became shaky after the alleged issue began; however it is not known whether this symptom was associated as high or low blood sugar symptoms. In spite of the reported symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and found the code on the meter was not set correctly. According to the cca documentation, the patient was able to perform a quality control solution test that resulted within the specified range on the vial of test strips. Replacement products were sent to the patient. It is not known whether the patient associated the reported symptom as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.